Event description:
Related MFR reference 3005188751-2014-000521. During an electrophysiology procedure, a cardiac perforation occurred. A transseptal puncture was performed with a brk transseptal needle and a swartz braided transseptal introducer. The needle was removed and a guidewire was advanced through the introducer, however, it was noted on fluoroscopy the guidewire was located in the pericardium instead of the left atrium. A transesophageal echocardiogram confirmed a pericardial effusion. The procedure was aborted at this time and, due to the size of the effusion, no further intervention was required. The pt was stable. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported cardiac tamponade was procedure related. Per the IFU, cardiac perforation is an inherent risk during the use of this device in the heart.